Event description:
Pt was taken to special procedures for vena cava filter. Venous access gained without complication. Delivery sheath placed without complication. Upon attempting to insert delivery device, sheath buckled, not allowing filter to be placed. Removed sheath, acquired new set, same event occurred. Removed second sheath and successfully placed a "bird's nest" type filter without complications.